Event description:
It was reported that the system was shutting off during scans, this caused the patient to be re-scanned. It was determined that the computer needed to be replaced. Once this was done, the system is working as intended.